Event description:
Additional information noted that this device was explanted but will not be returned as the device was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit on (B)(6) 2016 this pacemaker was providing pacing support, but was noted to have reached end of life (eol) status in (B)(6) 2016. At the previous follow-up visit on (B)(6) 2015, the expected longevity remaining was estimated to be 1.5 years. At a follow-up in (B)(6) 2014, the device indicated that there were 2.5 years remaining. The physician expressed dissatisfaction with the rate of battery depletion based on the previous longevity estimates. The patient was pacemaker dependent and a replacement procedure was planned. No adverse patient effects were reported.